Manufacturer narrative:
D4, d7a: updated. D9 - date returned to MFR: 21-may-2026. H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log indicated that the device displayed no software screen. No service history was found within the past 12 months. Visual inspection confirmed the absence of the software screen, along with a lifted downstream occlusion (dso) seal and a rusty coil. The complainant¿s allegation was verified. The dso seal was replaced, and the probable cause was determined to be damage to the battery compartment. Following repair, the device successfully passed all functional tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had cracked battery compartment, and the download mode icon screen was defective. The downstream occlusion (dso) seal was lifting upward, and a rusty coil. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.